Event description:
It was reported that the patient¿s pump was being removed on the date of the report. The patient had an infection, but the reporter stated it was not related to the pump, and that the patient had not used the pump for many years. The medication in the pump at the time of the event was not specified. It was further reported that it had been a few years since the patient had a refill and the pump was ¿dead¿/no telemetry. The patient had symptoms of an infection, noted to be likely due to colorectal surgery they had 2 weeks ago. Cultures were obtained and the results were not known at that time. The infection was in the right, lower quadrant and the pump was in the left, lower quadrant. The patient was recovering from the pump removal procedure on (B)(6) 2014, and was not receiving pump therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).